Manufacturer narrative:
The device associated with this report was not returned and is assumed implanted. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was attaching the final tibial augment (size 2 10mm) to the tibial tray (on the back table). When he went to use the bit in question with the torque limiting t-handle for the final tightening, the tip of the bit broke off in the end of the screw (flush). The surgeon did not attempt to remove the broken piece. He continued on with the case and once the tibial component was implanted, he inserted the final polyethylene, thereby burying the broke piece.